Manufacturer narrative:
Patient ID/initials are unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, an open reduction internal fixation was applied to femoral neck fractures using femoral neck systems. The surgeon applied osteosynthesis according to the surgical instructions. Post-operatively at some point, the patient reported pain. On (B)(6) 2018, the surgeon found the bolt for femoral neck was cut-out. On (B)(6) 2018, revision surgery with bipolar hip arthroplasty was performed. The surgeon commented that the bolt might have been inserted slightly more forward than expected, which could have reduced retaining capabilities for bone skull pieces. This is report 1 of 1 for (B)(4).